Manufacturer narrative:
One unit was received for evaluation in used condition. Functional testing was performed and a leak was observed at the tube luer junction. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Root cause analysis is being addressed under a formal internal investigation.

Event description:
It was reported that liquid medication leakage was observed from the connector on the patient side of the cassette during priming. No patient was involved.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.